Event description:
It was reported that the patient had experienced tingling for about 2 and half months in the right hand and fingers. It was noted that the patient's right arm was sore and she was not able to do anything. The reporter stated she falls "a lot, she fell yesterday ((B)(6) 2012) and falls almost daily. It was also noted that the patient's parkinson's disease (pd) symptoms were "pretty good but getting worried," since she does not have a patient programmer. It was later reported that the patient had an appointment with her healthcare professional (hcp). The hcp reported the cause of the event was due to a fall. It was stated that there was an open circuit at electrode 3 and low impedances on electrode pair 1/2. It was noted that these impedances were unchanged from the patient's baseline following her initial surgery.

Manufacturer narrative:
Product ID neu_ptm_prog, product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v902684, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).